Manufacturer narrative:
The pump powered up properly after battery installation. No missing segments were noted. However, the pump had a black shadow on the display with and without the backlight due to a warped/uneven pcb on the lcd board. No cosmetic damage was noted.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. Customer reported a shadow appeared across the bottom of the insulin pump's screen. Customer's blood glucose was unknown. The customer stated the display did not return to normal after inserting a new battery. The customer stated they did not drop or bump their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.